Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using a known good set of test pads by performing a daily, weekly, and monthly self-test, on/off current, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the device activity log did observe error 0xc5 which occurs when there is a substantial change in detected pad impedance between self-tests. Review of the log showed this error was prompting for over 1 month before it was reported. The main board was replaced as a precaution. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.